Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer answered the following questions: has this device been used on a patient with foreign material attached to the device: there is a possibility did the user inspect the device to detect any malfunction before using it: yes was the device appropriately precleaned without any delay after the procedure: yes were all the reprocessing accessories without an abnormality: yes was the manual cleaning performed within an hour after the procedure? If no, was the pre soaking done: sometimes delay happens was the device reprocessed before returned? Yes. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif-q150 operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif-q150 reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: plastic distal end cover has a dent; protector of universal cord on scope connector side has a scratch; connecting tube has foreign objects; adhesive on bending section cover or distal end rubber is detached; image guide protector has a cut; universal cord has a scratch; light guide cover glass has corrosion; universal cord has a dent; due to damage on charging coupled device (ccd )unit, a noise image occurs; switch1 has a scratch; suction cylinder is shaved; complaint not confirmed; right/left knob has foreign objects; scope cover has a scratch; switch box has a scratch; due to wear of angle wire, bending angle in down direction does not meet the standard value; control unit has a scratch; forceps channel port is shaved; insufficient light from the light guide lens; scope cover unit has a scratch; up/down knob has foreign objects; grip has a crack; protector of universal cord on control section side has a scratch; light guide lens has a chip; due to wear of angle wire, the play of up/down knob is out of the standard value; and water supply connector is loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the gastrointestinal videoscope, had insufficient light from the light guide lens. The event occurred during mainetance. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the connecting tube and the up/down and right/left knob has foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.